Manufacturer narrative:
(B)(4). Additional information initial reporter: this report was received from a consumer via the baxter patient support program (patients retention program) from (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. During hospitalization, the patient received unspecified treatment for the peritonitis. Four days after being admitted, the patient was discharged from the hospital and it was stated that the unspecified treatment would be continued at the patient¿s home. At the time of this report, the peritonitis was resolving, the patient was recovering from the event, and dianeal therapies were ongoing. No additional information is available.